Manufacturer narrative:
After further evaluation, the suspect medical device was changed from the architect i2000sr processing module, list 03m74-02, abbott laboratories, irving, texas, USA to the architect stat troponin-I reagent, list 02k41-37, abbott laboratories, abbott park, illinois, USA. MDR number 1415939-2023-00048-00 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer reported falsely elevated architect stat troponin-I result generated on the architect i2000sr processing module multiple patients. The physician questioned the results which initiated the customer to retest multiple samples from that day. The patient samples were repeated on an alternate architect processing module and the results were normal. The following data was provided: customer¿s reference range: < 0.029 ng/ml: (B)(6), 2023, sid (B)(6), initial result = 0.059 ng/ml; repeat result = 0.012 ng/ml, (B)(6), 2023 ,sid (B)(6), initial result = 0.043 ng/ml; repeat result = 0.021 ng/ml, (B)(6), 2023 ,sid (B)(6), initial result = 0.035 ng/ml; repeat result = 0.006 ng/ml, (B)(6), 2023 ,sid (B)(6), initial result = 0.040 ng/ml; repeat result = 0.009 ng/ml, (B)(6), 2023 ,sid (B)(6), initial result = 0.053 ng/ml; repeat result = 0.018 ng/ml, (B)(6), 2023 ,sid (B)(6), initial result = 0.040 ng/ml; repeat result = 0.010 ng/ml, (B)(6), 2023 ,sid (B)(6), initial result = 0.095 ng/ml; repeat result = 0.014 ng/ml, (B)(6), 2023 ,sid (B)(6), initial result = 0.043 ng/ml; repeat result = 0.019 ng/ml, (B)(6), 2023 ,sid (B)(6), initial result = 0.044 ng/ml; repeat result = 0.017 ng/ml, (B)(6), 2023 ,sid (B)(6), initial result = 0.059 ng/ml; repeat result = 0.019 ng/ml, (B)(6), 2023 ,sid (B)(6), initial result = 0.069 ng/ml; repeat result = 0.041 ng/ml. The cardiologist was notified for consult for sid (B)(6); however no further information is available. No impact to patient management was reported.

Manufacturer narrative:
Section a1-patient identifier: sids = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.